Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 49 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when taking the injections, insulin does not flow. Verbatim: from phone call on 2021-01-11 15:57:02: spouse of consumer called back in because she left one detail out of address. Cl spouse of consumer stated, when taking injection, no insulin flowsstated, 49 per needles affected.went over instructions on how to use pen needlelot: 0044009, catalog: 320122. Date of event: unknown. Samples: no cl."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 49 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that when taking the injections, insulin does not flow. Verbatim: from phone call on (B)(6) 2021 15:57:02: spouse of consumer called back in because she left one detail out of address. Cl spouse of consumer stated, when taking injection, no insulin flowsstated, 49 per needles affected. Went over instructions on how to use pen needle lot: 0044009, catalog: 320122. Date of event: unknown samples: no cl."